Event description:
Per the reporting representative, the lead was replaced due to decreased sensing threshold, when the lead was pulled out, there appeared to be blood in the lead tip. The lead was replaced with a biotronik corox otw 85 up.